Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range impedance measurement. There was some oversensing of myopotentials noted on some stored electrogram (egm) due to the lead switching to unipolar. The sensitivity was decreased to avoid oversensing. All other measurements were normal. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.